Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The handles were noted to be cracked and separated. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty.

Event description:
The device was used during a vats lobectomy, could not close clip even if grasped the handle from 1st firing. It is unknown how the case was completed. There were no adverse consequences to the pt.